Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with moderate tortuosity and mild calcification. The balance middleweight universal ii guide wire was advanced; however, resistance was noted with the micro-catheter. During removal of the guide wire, resistance was noted again. A new balance middleweight universal ii guide wire was used to complete the procedure with the same micro-catheter. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the vessel was described as moderately tortuous which could have contributed to the reported difficulty. The guide wire and micro catheter were not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported difficulty. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for resistance during advancement or removal for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.